Event description:
Criticore foley catheter inserted post procedure and balloon inflated. Resistance noted after 5ml injected. Unable to aspirate 5ml from balloon. Required needle aspiration to remove the 5ml injected. No harm to patient.